Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the pump was explanted due to an infection. No further complications were reported.